Event description:
It was reported that during a cardiac ablation procedure, delayed transient st segment depression was observed during post mapping, approximately 13 minutes after the last ablation. The patient experienced associated bradycardia and a decrease in mean arterial pressure/blood pressure for approximately three minutes. The st depressions returned to baseline and heart rate and pressure stabilized without administration of nitroglycerin. A small pericardial effusion was noted but was not considered significant enough to contr ibute to the st depressions. The procedure was temporarily interrupted. The case was completed and the patient was admitted for overnight observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: intracardiac echocardiography (ice) catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.